Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that customer were experiencing high blood glucose level. Blood glucose level at the time of the incident was 510 mg/dl. Customer stated lip ring was missing and reservoir was unable to lock in place. Customer was using auto mode. Customer declined troubleshooting. The insulin pump will be returned for analysis.